Event description:
The 62 year old male patient was receiving full mouth extractions and the bur, item # 1008502 surgical bur fg 557 came out of the handpiece and went down their throat. The patient tried to cough and make themselves throw up but was unsuccessful. The patient was given a referral to the urgent care and they were reported to come back to the practice on (B)(6) 2024 for post op. It was then confirmed that the patient swallowed the bur and went to the urgent care for the xray.